Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue with biometric identifier (bio ID) after upgrade. A technical support specialist (tss) had dialed into the station and followed knowledge article (ka) "bioid lumidigm update package 1.3 release for es failure recovery fix", then completed installation through deployment in remote support service (rss) to resolve the issue and verified lumidigm device was shown in device manager. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had an issue with biometric identifier (bio ID) after upgrade to v 1.11. However, there were no delay to patient care and adverse events or injuries reported based on this incident.